Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for now her foot is basically paralyzed additional information was received on (B)(6) 2015. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 06/30/2015: follow up information received does not change previous case assessment. Also, patient's underlying condition and advancing age may have played a confounding role for the event.

Event description:
This case is cross referenced with case ID: (B)(4) (cluster). This unsolicited device case from united states was received on 22-jun-2015 from patient. This case concerns a (B)(6) female patient who reported that now her foot was basically paralyzed, she started having numbness in her left ankle and foot/ that it feels like "when you bump your elbow", swelling of left foot, she could not put any weight on her foot and she has to walk with a cane after receiving treatment with synvisc-one. Concomitant medication included verapamil hydrochloride (verapamil) for high blood pressure. The patient was allergic to sulfur. On (B)(6) 2015 (09 days ago), the patient received treatment with intra-articular synvisc one injection at a dose of 06 ml, once (lot/batch number and expiration date unknown) into an unspecified location for osteoarthritis. The same day, the patient developed swelling and numbness of left foot and she had no feeling in foot and had same problem with both synvisc shots. The patient received napropen 375 mg at 1 tablet twice a day. On (B)(6) 2015, 02 days after synvisc-one injection, patient experienced numbness in her left ankle and foot. The patient described that it felt "like when you bump your elbow". It was reported that the patient had been back and forth to her health care professional and had an ultrasound last week to rule out a blood clot. The patient further stated that she thought it was better yesterday but the next day (day of this report), she could not put any weight on her foot. The patient had to walk with a cane. Patient's foot was now basically paralyzed and she wished she had never had synvisc one injection. It was reported that the patient did not visit emergency room for the problem. Corrective treatment: napropen for swelling of left foot; not reported for all other events outcome: not recovered/ not resolved for swelling of left foot; unknown for all the events (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for now her foot is basically paralyzed additional information was received on 30-jun-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 03-nov-2015. Suspect product start date was updated. Concomitant medication, medical history and concurrent condition were added. Additional event of swelling of left foot was added along with details. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 03-nov-2015: follow up information received does not change previous case assessment. Sanofi company comment dated 25-06-2015: this case concerns a 69 year old female patient who received treatment with synvisc one and later experienced paralysis of foot. Although, the causal role of the suspect drug cannot be denied in this case, however, the lack of information regarding patient's medical history, concurrent condition, clinical course, concomitant medication and past medication precludes a comprehensive case assessment. Also, patient's underlying condition and advancing age may have played a confounding role for the event.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from patient. This case is cross referenced with case ID: (B)(4) (cluster). This case concerns a (B)(6) female patient who reported that now her foot was basically paralyzed, she started having numbness in her left ankle and foot/that it feels like "when you bump your elow", she could not put any weight on her foot and she has to walk with cane after receiving treatment with synvisc-one. No relevant medical history, past drugs, concurrent condition and concomitant medications were reported. On an unknown date in (B)(6) 2015 (09 days ago), the patient received treatment with intra-articular synvisc one injection at a dose of 06 ml, once (lot/batch number and expiration date unknown) into an unspecified location for osteoarthritis. On an unknown date in (B)(6) 2015, 02 days after synvisc-one injection, patient experienced numbness in her left ankle and foot. The patient described that it felt "like when you bump your elbow". It was reported that the patient had been back and forth to her health care professional and had an ultrasound last week to rule out a blood clot. The patient further stated that she thought it was better yesterday but the next day (day of this report), she could not put any weight on her foot. The patient had to walk with a cane. Patient's foot was now basically paralyzed and she wished she had never had synvisc one injection. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for now her foot is basically paralyzed.

Manufacturer narrative:
Second injection on(B)(6) 2015.

Event description:
This case is cross referenced with case ID: (B)(4) (cluster). This unsolicited device case from united states was received on 22-jun-2015 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and experienced swelling of left foot on the same day, started having numbness in her left ankle and foot/ that it feels like "when you bump your elbow"/now her foot is basically paralyzed, she could not put any weight on her foot and she has to walk with a cane after 2 days. Patient also had total knee replacement after 1 year, experienced pain and both injections were drained after unknown latency. Concomitant medication included verapamil hydrochloride (verapamil) for high blood pressure. The patient was allergic to sulfur. On (B)(6) 2015 (09 days ago), the patient received treatment with intra-articular synvisc one injection at a dose of 06 ml, once (lot/batch number and expiration date unknown) into an unspecified location for osteoarthritis. The same day, the patient developed swelling and numbness of left foot and she had no feeling in foot and had same problem with both synvisc shots. The patient received napropen 375 mg at 1 tablet twice a day. On (B)(6) 2015, 02 days after synvisc-one injection, patient experienced numbness in her left ankle and foot. The patient described that it felt "like when you bump your elbow". It was reported that the patient had been back and forth to her health care professional and had an ultrasound last week to rule out a blood clot. The patient further stated that she thought it was better yesterday but the next day (day of this report), she could not put any weight on her foot. The patient had to walk with a cane. Patient's foot was now basically paralyzed and she wished she had never had synvisc one injection. It was reported that the patient did not visit emergency room for the problem. On (B)(6) 2015, patient received second synvisc one injection, 1 dosage form, once, into an unspecified knee. On unknown dates, after unknown latencies, patient's both injections were drained due to pain and swelling. On (B)(6) 2016, patient visited neurologist for numbness in left foot. It was reported that the patient had several visits and was told that it was permanent damage. On (B)(6) 2016, 1 year after receiving synvisc one injection, patient had total knee replacement. As of (B)(6) 2016, patient was still having swelling and numbness in left foot. Corrective treatment: napropen for swelling of left foot; not reported for all other events outcome: not recovered/ not resolved for swelling of left foot, both injections were drained, pain, she started having numbness in her left ankle and foot/ that it feels like "when you bump your elbow"/now her foot is basically paralyzed; unknown for other events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for total knee replacement additional information was received on 30-jun-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 03-nov-2015. Suspect product start date was updated. Concomitant medication, medical history and concurrent condition were added. Additional event of swelling of left foot was added along with details. Clinical course was updated. Text was amended accordingly. Additional information was received on 30-dec-2016 from patient. Additional events of total knee replacement, pain and both injections were drained were added along with details. The event her foot is basically paralyzed was deleted and the event term she started having numbness in her left ankle and foot/ that it feels like "when you bump your elbow was updated to she started having numbness in her left ankle and foot/ that it feels like "when you bump your elbow"/now her foot is basically paralyzed. An additional dosage regimen of synvisc one was added. Outcome of she started having numbness in her left ankle and foot/ that it feels like "when you bump your elbow"/now her foot is basically paralyzed was updated from unknown to not recovered. Overall seriousness criteria was updated from important medical event to required intervention. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-dec-2016: this case concerns a patient who received a synvisc one injection and later has to undergo a total knee replacement (tkr). The event has been assessed as unlikely related to the product as there is no evidence to suggest that the product contributed to the underlying disease and hence tkr. Therefore, the benefit/risk profile of synvisc one remains unaffected by this report.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a (B)(6) female patient who received treatment with synvisc one and later experienced paralysis of foot. The causal role of synvisc one cannot be denied for the occurrence of event, however the lack of information regarding patient's past history, concomitant medications and other risk factors precludes the complete case assessment.